Event description:
External indicator for sterile tray changed color indicating sterilization, however internal steam indicator color did not reach the end of the window. The blue color stopped in the middle of the window. Multiple lots were impacted: 1222e, 1222a, 123c, 1022c, 1222, 122c. Steris rep retrieved several integrators for evaluation. Manufacturer response for steam integrating indicator, verify steam integrating indicator (per site reporter).